Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that regarding troubleshooting, the patient was to meet with the surgeon the week of (B)(6) 2018. No actions/interventions had been taken to resolve the issue. The cause of the patient¿s numbness was not known but the surgeon will most likely take an x-ray to see if there is a break. The representative confirmed the impedances were all in normal range. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension; product ID: 3387s-40, lot# v203702, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturing representative regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experiences dizziness and almost fainted. Never has happened before. Also when the patient touches or puts pressure on lead/extension connections he feels numbness in mouth tongue area. No falls and no damage to the system and all impedances were in normal range. No diagnostics/troubleshooting was done at this time and the patient is getting full blood work up to test blood glucose levels, thyroid and blood pressure are normal. No interventions/actions were taken. This issue is reported to not be resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Description corrected:information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type extension product ID (B)(4) lot# v203702 serial# implanted: (B)(6) 2009 explanted: product type lead if information is provided in the future, a supplemental report will be issued.